Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia as well as hyperglycemia. The customer blood glucose level was 48 mg/dl at the time of the incident and the current was 200 mg/dl. The customer¿s high blood glucose was 500 mg/dl. The customer had using the insulin pump system within 48 hours of the reported low blood glucose. The customer was treated food for low blood glucose level. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test.